Event description:
A male with hypertension, severe pulmonary disease, and a previous surgery for colon cancer underwent elective aaa repair in early 2008. The patient's anatomical form was considered suitable for endovascular repair. The procedure went as labeled. However, a proximal type I endoleak occurred. Another manufacturer's stent was placed and the endoleak was resolved. Six months later, the patient was admitted to another hospital with pyogenic arthritis of the hip. Mrsa was detected in blood culture the following month. Drainage of the hip was performed. A culture of the drainage fluid also showed the presence of mrsa. In early of the following month, the patient was discharged from the hospital with antibiotics. On the same month, the patient was admitted to the original operation site with hip arthritis. CT scan showed no abnormality in the stent grafts and the aorta. Then, approx two months later, CT revealed an aneurysm arising from the celiac artery down to the proximal graft. On the next day, mrsa was detected again in the blood culture. The aortic aneurysm was considered to have been caused by graft infection (1820334-2009-00058). Since the aneurysm was grown over the four branches of the abdominal aorta, the physician considered that open surgery was too difficult and decided to take follow-up observations. Pyogenic arthritis led to septicemia and the patient expired approx two months later.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites. A review of the event evaluation form from another country's co shows this endoleak occurred, and was addressed, prior to the patient having complications with an infection. It is unknown at this time why cook inc. Was not made aware until 2009. With no more information, an identifiable cause to the endoleak cannot be definitively determined at this time. We have notified the appropriate individuals and we will continue to monitor for similar complaints.